Manufacturer narrative:
The customer¿s report that the set leaked at the distal hub was not confirmed. Visual inspection of the set observed no obvious damages or any issues. Functional and pressure testing resulted in no leaking. The root cause was not identified. The root cause was not identified.

Event description:
The customer reported that the set leaked at the distal port during a saline infusion. No patient harm was reported.